Event description:
Per the customer the estimated amount of blood loss (9ml) the device read while scanning lap sponges during a procedure was an incorrect. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.